Manufacturer narrative:
Clarification to a2: median age of patients reported as 46.2 years. Continued e1 -- department of plastic surgery and burns treatment. Article citation: bak, erik e. F., gudjonsdottir, linda r., nguyen, kattia v. Et al. Quantifying silicone leakage in vivo: validation of a reproducible histological method for breast implant surveillance. Aesthetic breast surgery. Oxford university press. 2026; 1-28. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii/IV; gel bleed/silicone leakage.

Event description:
Healthcare professional, in publication titled "quantifying silicone leakage in vivo: validation of a reproducible histological method for breast implant surveillance", reported: capsular contracture (baker grades I, ii, iii, and IV), rupture, and gel bleed/silicone leakage. Additionally reported was suspected breast implant illness (bii) which has been deemed not device related. This record comprises 16 patients. The devices were explanted.